Event description:
The report received indicated that one 24x60 palmaz genesis aviator stent appeared slightly deployed after failing to cross. The device was stored and handled according to the instructions for use. It was also inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.